Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the nozzle was deformed due to external factors (tip bumped/dropped). The bending angle was lacking due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. Curved rubber adhesive was missing. There was dirt observed on the operation unit that was difficult to remove. Scratches were observed on the tip cover, operation unit, operation unit cover, switch box, up/down knob, up/down angle locking lever, right/left angle locking lever, right/left knob, control grip, universal cord, scope connector, due to external factors and handling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the nozzle of the subject device was collapsed/deformed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the lighting lens was peeling. This report is being submitted for the malfunction (adhesive peeling) found by service during the device evaluation.